Event description:
During a coronary artery drug eluting stenting treatment procedure the shaft broke. The target lesion was a 99% stenosed, moderately calcified segment of the mid left anterior descending (lad) coronary artery. The lesion was predilated with a 3.0 x 20 mm maverick balloon. The physician attempted to place a 3.5 x 28 mm taxus liberte' drug eluting stent in the mid lad but could not cross the lesion. While trying to push the stent through the lesion the distal shaft of the stent was broken. This break occurred outside of the patient and all parts of the catheter were removed. There were no patient complications and the procedure was completed using another 3.5 x 28 mm taxus liberte'. The patient's condition is satisfactory. This product is only ous approved but it is similar to a marked us device.